Event description:
A 6f angio-seal vip was selected for use and deployed in a left femoral artery puncture following a pre-deployment angiogram. Just over 2 months post-deployment, the pt had a f/u and reported pain in the right leg while ambulating. The pt was hospitalized for an ultrasound, which revealed a density in a fixed position, extending into the lumen of the vessel. The physician performed a post-deployment angiogram, and found the dislocated anchor. The anchor was not removed from the pt, who was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt info guides states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally be reabsorbed by the body.